Manufacturer narrative:
Follow up #1, date of submission 04/07/2015. The pump has been returned and evaluted by product analysis on 03/27/2015 as follows: the complaint about a dim/fading/color spectrum issue with the display could not be duplicated. A cosmetic issue of a discolored lens film was found. Unrelated to the initial complaint, the battery compartment was found to be cracked below the bumper pad. The battery cap was missing; a test cap was used for all steps and was able to be fully tightened.

Event description:
On (B)(6) 2014, it was reported to animas that the display was dim, faded and discolored. No additional information was available. There was no adverse event associated with this complaint. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump was not available to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.